Event description:
Technical services received a call on 10/11/2011. Caller stated on (B)(6) 2011, did case with 2088tc. Md noticed that screw mechanism seemed kind of stiff. Screw did come out, but really slowly. During psa testing, sensing was fine, pacing was fine, but impedance was 1500 ohms then went to 1700 ohms. Had higher threshold than normal, but below 2v. Md backed out screw, mechanism was still stiff, and put in new lead, a second 2088tc. No patient symptoms. Md is (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).